Manufacturer narrative:
The investigation has determined that lower than expected vitros ipth results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros 5600 integrated system. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. On 17 november 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquichek/lyphochek specialty immunoassay controls and thermofisher scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermofisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Within run precision testing was not processed on the vitros 5600 system around the time of the event, however the customer gave no indicating that the instrument was malfunctioning or that any other assays were affected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ipth results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth (ipth) reagent lot 1621 on a vitros 5600 integrated system. Mas level 1 lot 23021 result of 10.94 versus the expected result of 26.09 mas level 2 lot 23022 result of 24.57 versus the expected result of 59.53 mas level 3 lot 23023 result of 292.43 versus the expected result of 1093.30 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600263.